Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2021, all hardware was removed in a revision surgery on (B)(6) 2022 due to pain. Additional information indicates the patient's bones were completely fused. No devices were returned for evaluation. The device history records were reviewed and no nonconformances or issues during the manufacture or release of the devices were identified that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, the most likely cause cannot be determined. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any reported issues with placement of the device. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2021, all hardware was removed in a revision surgery on (B)(6) 2022 due to pain. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.